Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:strip issue. Manufacturer contacted customer with follow up phone calls for knowing customer's condition; customer condition has improved; customer did not seek medical attention since the initial phone call that hospitalization was reported; customer stated is not testing with a true self monitoring device since the health care provider, supplied a competitor device; on two additional phone calls, customer did not feel good at the time of the call and state will not seek medical attention.

Event description:
Costumer reported complaint of receiving e-0 error messages. Wife is calling on behalf of the customer. Wife informed,the customer was taken to the hospital at 3:45am with symptoms of feeling sluggish, cold and tired;the wife informed the customer's blood glucose reading at hospital was 123mg/dl and vitals came back clear. Customer feels well at the time of the call;wife was asked of customer's health,wife stated the health overall is poor. Wife is informed the system device is designed to give accurate results with blood sample that is within the hematocrit range of 20%-70% as well as if the hematocrit measurement is interrupted as a possible reason of e-0 error message.wife was asked if customer undergo any routine treatment such as dialysis. Wife informed the customer was diagnosed with kidney failure. The customer's expected non-fasting blood glucose test result range is 118 to 200mg/dl. The test strip lot manufacturer's expiration date is 10/17/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6).